Manufacturer narrative:
The device was manufactured between 10mar2017 and 11mar2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured after filling with an unspecified solution. There was no patient involvement. No additional information is available.